Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that the patient presented to the hospital following a single 41j shock. Review of the stored electrocardiograms showed a rapid ventricular tachycardia (vt) detected in the ventricular fibrillation (vf) zone and treated effectively with a single shock. The right ventricular (rv) lead measurements showed a significant decrease in the rv sensing amplitude and loss of capture during thresholds testing. A chest x-ray did not show that the lead had dislodged. Additional information noted that a revision took place. Pre-operatively a small pericardial effusion was seen and a slight perforation. However, the lead was successfully retracted and repositioned. The pericardial effusions did not appear to increase size and the patient was in a stable condition. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that the patient presented to the hospital following a single 41j shock. Review of the stored electrocardiograms showed a rapid ventricular tachycardia (vt) detected in the ventricular fibrillation (vf) zone and treated effectively with a single shock. The right ventricular (rv) lead measurements showed a significant decrease in the rv sensing amplitude and loss of capture during thresholds testing. A chest x-ray did not show that the lead had dislodged. Additional information noted that a revision took place. Pre-operatively a small pericardial effusion was seen and a slight perforation. However, the lead was successfully retracted and repositioned. The pericardial effusions did not appear to increase size and the patient was in a stable condition. No adverse patient effects were reported.

Event description:
It was reported that the patient presented to the hospital following a single 41j shock. Review of the stored electrocardiograms showed a rapid ventricular tachycardia (vt) detected in the ventricular fibrillation (vf) zone and treated effectively with a single shock. The right ventricular (rv) lead measurements showed a significant decrease in the rv sensing amplitude and loss of capture during thresholds testing. A chest x-ray did not show that the lead had dislodged. The patient will remain in the hospital until a rv lead revision takes place. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.